Event description:
The customer complained of questionable inr results for 1 patient from coaguchek xs meter serial number (B)(4) compared to the laboratory results. The laboratory method was siemens ca 600 with siemens dade innovin reagent. At 1:20 pm the result from the meter was 4.4 inr. At 1:38 pm the result from the laboratory was 3.3 inr. On (B)(6) 2019 at 1:20 pm the result from the meter was 6.0 inr. On (B)(6) 2019 at 1:38 pm the result from the laboratory was 4.3 inr and the patient's coumadin was reduced for one day. There was no adverse event. The patient's condition was "stable". The patient was not anemic, no hirudin, and no antiphospholipid antibodies. The patient's therapeutic range was 2.5 to 3.5 inr. The qc was acceptable. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips, there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.